Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test on (B)(6) 2021 12:53:00 am edt. The patient's test sample (barcode # (B)(6)) was collected (B)(6) 2021 03:13:53 pm edt and later resulted with a viral CT value of 39.04, which is in the repeat range. The patient's test sample was then repeated for a second time and resulted with a viral CT value of 37.71, indicating a positive result. No corrections were made to this test report upon release to the patient. This sample was originally run on (B)(6), position f9 and had a viral CT value of 39.04. It was flagged for repeat testing to confirm the results on (B)(6), position h1. It produced a similar viral CT value of 37.71. Based on this, we would be inclined to believe that sample (B)(6) was a true positive since it produced similar results twice. Sample barcode # (B)(6) started testing on (B)(6) 2021 7:36 pm edt and the result for this test was released on (B)(6) 2021 12:53:00 am edt as positive. Per the clinical lab's investigation, results for sample barcode # (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample barcode # (B)(6) was located on (B)(6) at position h1. (B)(6) contained several empty wells at positions a4, a5, a6, a7, a8, a9, a10, a11, a12, b4, b5, b6, b7, b8, b9, b10, b11, b12, c4, c5, c6, c7, c8, c9, c10, c11, c12, d4, d5, d6, d7, d8, d9, d10, d11, d12, e4, e5, e6, e7, e8, e9, e10, e11, e12, f4, f5, f6, f7, f8, f9, f10, f11, f12, g4, g5, g6, g7, g8, g9, g10, g11, g12, h3, h4, h5, h6, h7, h8, h9, h10, h11, h12 - all of which displayed zero human and viral amplification. (B)(6) was created using the hamilton method in plating (sop pl-5036, version 4.1), manually extracted (sop ex-5001, version 4.1) using the norgen kit lot 600709, and manually prepared for qpcr using a mastermix from batch 114. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Sample (B)(6) was re-tested on (B)(6), which was both manually extracted and manually prepared for qpcr - two processes where contamination is possible. Additionally, sample (B)(6) was in direct proximity to two positive samples, both directly above (viral CT value of 37.04) and directly to the right (viral CT value of 30.00). There were a total of 9 positive samples and 2 positive controls on this plate - making contamination a real possibility in this case. Since the empty wells had neither viral nor human amplification, it was concluded that there was no contamination. Customer success advised the patient that their positive results were accurate. Customer success explained that these results were likely due to "virus shedding". The patient was educated on what "virus shedding" is and they were provided with details to further explain how this can occur. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation showed a true positive result.

Event description:
Patient received positive result and claimed to have tested 4 times that day and only receiving one positive result.